Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via sems that an ar-8850bc bone cutter produced debris in a patient's joint while forward burring. This was discovered during use in an unspecified procedure performed on 09/03/2021. The case was completed using a new burr. Additional information: rep returned contact on 9/14, confirmed the batch as 13248045, confirmed all fragments were removed from patient. Confirmed no dualwave tubing and no uninterrupted irrigation flow.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8550bc, batch 13248045 was received for investigation. Visual inspection identified the presence of circumferential grooves worn into the inner diameter of the outer tube hood, consistent with a site of metal debris production. Corresponding grooves were found along the outer diameter of the cutting head. Damage was noted to the shrink tubing at the proximal end of the inner tube. The observed condition is consistent with prying/leveraging against bone and/or hard tissue during use.